Event description:
The patient reportedly experienced hypoglycemia with blood glucose levels in the 70s mg/dl range and administered glucagon. Medical attention was reportedly sought; however, the patient was unable to recall the date, visit duration, or discharge date. As the occurrence date was unknown, the aware date will be used as the occurrence date. Hypoglycemia was reported as the diagnosis. No information was available regarding medical treatment provided. It could not be determined whether the patient was wearing a pod at the time of the event. No additional information was obtained as the patient disconnected the call. A supplemental report will be provided if new information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.